Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient experienced sui, metromenorrhagia, uterine descensus, and pelvic pain. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that following insertion the patient experienced urethral stenosis, urinary retention, and urinary frequency. It was reported that patient underwent concurrent total laparoscopic hysterectomy. No additional information was provided.